Manufacturer narrative:
Device eval: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 1654 days after a coronary drug eluting stenting treatment procedure, the patient expired. Clinical status assessment identified the patient's qualifying condition as stable angina (ccs class 2) and the patient was referred for cardiac catheterization. The index procedure treated a 3.0x18mm, 80% stenosed lesion in the distal right coronary artery (dist rca) with predilation and placement of a 3.0x24mm taxus express2 drug eluting stent. The lesion was post-dilated with 9% residual stenosis. The patient was discharged the next day on aspirin and plavix. During a five-year follow-up, the site learned that the patient expired 1654 days post index procedure. The patient's wife reported that the patient died while gardening. Per the death certificate, the cause of death was cardiopulmonary arrest with an underlying cause of coronary artery disease. No autopsy was performed. Per the investigator, it was unknown if this event was related to the study device or non-target vessel, and it was probably related to the prior co-morbid condition, but unrelated to the index procedure. No other information is available at this time.